Event description:
A customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load. The customer reported that the results were positive for the bi at 12 hours.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, service history, complaint history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) was reviewed and found the lot to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. There was no service record review performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. The complaint history review for the cyclesure bi, lot 015101, revealed no other similar reported complaint. An overall review of the complaint history for cyclesure bi with similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past (B)(4). Trending analysis for no growth of the bi control issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment of the cyclesure bi revealed a low-safety risk to the user. All rpn (risk priority number) scores for this failure mode are below the threshold of (B)(4). The hha (health hazard analysis) was reviewed and the issue is considered to have a none/negligible risk. The sterrad cycle completed successfully and the injection pressures were within the specified range the incubation temperature was set to the required specifications. The chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide. The processed and subsequent processed bis were negative. The load contents were reviewed and appear compatible with the sterrad system. The load was not recalled. There were no injuries reported associated with the unrecalled item. The customer stated that the suspected positive bi sample was tested in their lab and there was no positive biological growth; therefore, the entire load was okay. The customer did not have any unused samples to return. There was no report of sterilizer malfunction during the cycle of which the reported bi was used. Therefore, it is unlikely that the positive bi result was attributed by the sterrad sterilizer. Retain samples of lot 015101 were tested and resulted in no positive bi result. The cyclesure biological indicator met specifications. Therefore, the reported failure mode could not be confirmed. Based on the information available, a definite root cause to the reported issue could not be determined as a thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples from the reported lot.

Manufacturer narrative:
(B)(4) no code available; suspect positive bi.